Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received report of a patient treated with coolsculpting to submental area on (B)(6) 2021 and (B)(6) 2021 using coolmini legacy applicator may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received report of a patient treated with coolsculpting to submental area on (B)(6) 2021 using coolmini legacy applicator may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
Continued additional (d4) device serial and catalog number: (B)(6) sa16790.

Event description:
Allergan aesthetics received report of a patient treated with coolsculpting to submental area on (B)(6) 2021 using a coolmini applicator, who developed paradoxical adipose hyperplasia after treatment.